Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-13382. It was reported that loss of capture was observed on the rv lead. The ra and rv leads were explanted and replaced. The patient was stable.

Event description:
New information received notes that loss of capture of the rv lead was observed in clinic. The doctor elected to replace the ra lead with no allegation on ra lead malfunction.